Manufacturer narrative:
The device is not available for analysis. Therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a ureteroscopy bilateral procedure, the console displayed error code 20 flashlamp ignition failure. The console was restarted, but the error still pops up on the screen. There were no patient complications, however, the procedure could not be completed due to this event. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A risk review was completed and confirmed that the event of surgical procedure delayed and cancelled/rescheduled - post sedation/sedation are defined in the risk documentation. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a ureteroscopy bilateral procedure, the console displayed error code 20 flashlamp ignition failure. The console was restarted, but the error still pops up on the screen. There were no patient complications, however, the procedure could not be completed due to this event. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a ureteroscopy bilateral procedure, the console displayed error code 20 flashlamp ignition failure. The console was restarted, but the error still pops up on the screen. There were no patient complications, however, the procedure could not be completed due to this event. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.